Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical use of the system was unknown when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won't power on. The fse checked the system and found that the issue was due to defective fan tray and dcps (direct current power supplies). The failure analysis confirmed the cause of the issue was with the defective pdu fan tray and dcps. So, the fse replaced the pdu (power distribution unit) fan tray and dcps assembly to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to bootup. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.